Manufacturer narrative:
Initial reporter (further information is unknown at this time). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported the patient's ipg became inoperable over time due to the patient experiencing difficulty recharging their ipg. As a result, the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
Return device analysis was unable to confirm the reported incident. At receipt the ipg successfully communicate with lab utilities, accepted charge and was fully recharged. Device passed all functional testing. The device exhibited normal device characteristics.